Event description:
Lef upper arm arteriovenous graft cannulated without problems with 16g needles. Needles taped per policy and procedure. Lines looped and secured to pt. Lines clamped to pt's gown to avoid any tugging. White sterile barrier placed under access arm. Five mins after vital signs check, nurse observed blood on floor under bed. Code was called. Needle found during code attached to venous line in pt's bed. No blood visible on pt, pillow or sterile barrier. Machine testing performed by regional technical quality mgr. Machine was tested in service mode and tested as if pt was in treatment.